Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked guidewire is confirmed but the exact cause remains unknown. One photo sample of a guidewire w/hoop was provided for evaluation. No apparent usage residues was noted. A kink in the guidewire extending past the hoop was observed. The characteristics of the deformed region could not be closely inspected from the image. Based on the information provided, possible contributing factors include damage during storage or handling. Since a kink in the guidewire was observed, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of refx4612 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was bent. No other information was provided. On (B)(6) 2022 - the returned sample exhibited a kink.